Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On jan 20, 2010, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high readings compared to normal reading/feeling. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self adjusting insulin. On (B) (6) 2010 at 4 pm, the pt obtained a blood glucose reading of "165 mg/dl and 155 mg/dl" on the subject meter. The pt did not take any immediate action based on the lfs meter readings. Sometime after obtaining the reported lfs meter reading, the pt developed symptoms of "weak and shaky." The pt did not receive any treatment at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, what blood glucose reading she obtained on the subject meter when she had symptoms, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms, and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the pt claimed she had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the pt.